Manufacturer narrative:
No product has been returned for investigation nor were radiographic images provided to confirm alleged event. No root cause can be determined at this time. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..."

Event description:
Information received stated, patient underwent a revision procedure due to rod slippage from the tulip.